Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with lite gloves. The customer states that every second glove tears apart when pulling over the handle. This happened at set up. There was no patient present.